Event description:
Per the clinic, the patient experienced an infection around the implant site. The patient was prescribed oral antibiotics on (B)(6), 2015. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.